Event description:
A motor stall occurred, no recovery. Normal battery depletion also noted. The patient experienced withdrawal symptoms, not specified. The device was replaced. The patient required hospitalization as a result of this event, treated with baclofen oral and diazepam. Patient status at the time of the report was alive, no injury, no adverse event. It was noted that the device was to be returned to manufacturer. The device system was used to infuse lioresal.

Event description:
Additional review reported that the pump was "not working despite the battery was not empty".

Manufacturer narrative:
Analysis of pump serial # (B)(4) revealed gear train anomalies. Corrosion and/or wear and/or lubrication was found. The stall was due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).